Event description:
In 2009, covidien was informed of a customer who had an issue with heparin. The attorney alleges that in late 2006, the decedent was administered several doses of heparin including, but not limited to, heparin sodium 1000u/ml, heparin 5000 units IV stat, heparin 2500 units IV stat and heparin 1500 units IV. The heparin products were administered at several times in the course of decedent's treatment. Decedent's platelet count decreased dramatically and the decedent was diagnosed with heparin induced thrombocytopenia (hit). Following the administration of heparin, decedent suffered several hit related injuries, including thrombosis and skin necrosis. In early 2007, decedent died of multi system organ failure due to hit.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded. Report is related to a lawsuit that names multiple heparin suppliers, it is not known at this time if our product was actually used on this patient.